Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a code indicating the power consumption was higher than expected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted no anomalies. Review of device memory found a high current draw occurred while the device was in storage mode. Detailed analysis was completed and the high current draw condition could not be recreated. The reported observation was confirmed, however the root cause was unable to be determined as the high current drawn condition could not be recreated in the laboratory.